Manufacturer narrative:
The warnings in the package insert state "the devices can break or be damaged due to excessive activity, load bearing upon insertion in vivo, or trauma. This could lead to failure of the device, which could require additional surgery and/or device removal." The user facility is foreign; therefore a facility medwatch report will not be available. The lot number is unknown; therefore the device history records are unable to be reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A post market surveillance survey was received which states "the fixed strength is not strong enough, there will be insufficient middle bar firmness." Additional information was requested but has not been received at this time.